Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unspecified mentor gel breast prosthesis and experienced a rupture on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 04, 2022, mentor became aware of additional information regarding the device. It was confirmed that the previously reported unspecified mentor gel breast prosthesis was a non-mentor product. Manufacturer¿s reference number: (B)(4).